Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call that, the insulin pump went blank and the auto mode went off. The blood glucose was 206 mg/dl at the time of the incident. Customer is able to complete pump rewind. Customer performed self-test and was passed. Troubleshooting steps were guided for blank display and stated that, the display was blank less than 30 seconds. The insulin pump will not be returned for analysis.